Event description:
A (B)(6) male pt's son, contacted zoll customer support to report the pt's device was alarming to call for service, with a service code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was damaged and wires were exposed. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.